Event description:
It was reported that during an attempted implant, when processing the sheath from the atrium into the epicoele, the physician noted that the lead was stuck and was unable to be implanted. The physician elected to remove and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.